Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo,

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID 6949 implantable tachy lead: implanted: 2006-06-02; product ID d314drg implantable cardioverter defibrillator (ICD): implanted 2013-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead was fractured and had high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.